Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that the up button was not responding. Customer's blood glucose was 120 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The buttons on the insulin pump were unresponsive due to corroded keypad traces. The device had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.